Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause but most likely the issue is caused by a hardware issue on the epc. Couple of occasions cfb logs are visible and not related with the "thread sampler message linked with lum sensor". Requested to nea to replace the main board preventatively.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. The customer restart and boots the unit normally. Also, a frequent occlusion of error 262 during usage is reported. After a unit self test, verification checks and simulation were performed, then the bluescreen or occlusion alarm no loner occur again. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having bluescreen prior patient use. Furthermore, there was no patient associated with the event.